Event description:
Customer alleged discrepant blood glucose results of 258 mg/dl on the active system when compared with a result of 130 mg/dlfrom a laboratory tst when the tests were performed back-to-back within 5 minutes. Customer reported self-treatment with an extra 10 mg dose of glpizide. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.